Event description:
Information was received from a patient implanted for spinal pain. It was reported that the patient's implantable neurostimulator (ins) would not stay charged so they were implanted with a non-rechargeable device a little over a year ago. The patient stated he noticed he would charge and not use and the next day when it was turned on it was 50% charged. The patient had an appointment scheduled with their healthcare provider for (B)(6), 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification on the patient's previous call was received reporting that the patient stated their device was replaced a few months ago. No further complications were reported/anticipated.